Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead was inserted in the narrow tortuous anatomy, but dislodged five times. The final attempt yielded high, out of range impedance measurements. As a result, the ra lead was removed and replaced. No adverse patient effects were reported.